Event description:
This pt had open heart surgery at hospital. He returned from surgery & the pump appeared to be in running mode. The 20 ml syringe appeared to have more than 30 ml in it. The syringe barrel flange was not seated properly, nor made any contact with the flange detector switch. The plunge detector switch was engaged. The green light was "on" above the ml/hr segments. The amber leds were passing from right to left, stating 5 ml/hr of calcium chloride. The pressure desk was in place. The plunger was barely in the syringe barrel and at an angle. The plunger was engaged with the plunger detector. The syringe pump was labeled as device c. On the pc display, it read 15.9 ml delivered.